Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of a starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. All steps were followed and the clip was fired without problems. The physician attempted to remove the device but it became hard stuck. The device was ultimately removed by using both counter-traction and a forceful pull. Manual compression was used to achieve hemostasis. There were no adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.